Event description:
The lay user/pt called lifescan (lfs) in 2005 and alleged that her meter's casing was cracked. The medical affairs specialist mailed a letter, since the patient could not be reached by telephone for further clarification. The pt stated that on approximately three months earlier, she discovered that the meter's casing was cracked. She stated that the cracked casing affected her ability to test. It would have been helpful to know what the exact problem was with the meter. About a month later, she was hospitalized due to low blood glucose. She stated that she had something to eat/drink prior to going to the hospital. No further information was reported regarding the incident. She was discharged from the hospital after five days. A replacement meter has been sent. It would have been helpful to know if the patient was able to test during the time that her meter was not functioning. What her diabetes regimen is, and what her blood glucose result was at the hospital. The meter issue prevented the patient from obtaining an actionable glucose result, which appears to have led to hypoglycemic event.